Event description:
Info rec'd indicates when the brakes were engaged the casters would still swivel.

Manufacturer narrative:
The technician found the casters were worn from age. He replaced the brake and brake/steer casters to repair the bed.